Manufacturer narrative:
Retainer ring = black customer returned pump for alleged under delivery, unexpected battery power loss, and high bgs found on (B)(6) 2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0872 inches. No unexpected power loss alarms/alerts/anomalies noted during testing. The history/trace downloads were successful using thus and carelink. No unexpected power loss alarms/alerts/anomalies noted in history file on event date. No unexpected relevant alarms/alert/anomalies noted on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The daily total of bolus delivered on (B)(6) 2021 was 55.8 u. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump passes function testing. Unexpected battery power loss not confirmed. Unable to verify customer alleged for high bg or possible under delivery anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer alleged insulin pump was under delivering. Insulin pump had power loss alarm. Customer's current blood glucose was 6.5 mmol/l. Customer reported symptoms related with high blood glucose such as fatigue, confusion and thirsty. Customer was treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.